Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. What appeared to be a small pinhole, was noted proximal to the 13.0cm depth mark. Upon infusion, what appeared to be a small leak, was observed exiting from the pinhole at the 13.0cm depth mark area of the attached catheter while water exited at the distal end of the attached catheter. Therefore, the investigation is confirmed for the reported leak and identified material puncture/hole issues. However, the investigation is unconfirmed for the reported fracture issue as no crack/break was noted on the returned device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the internal jugular vein, the catheter allegedly ruptured and the rupture was subsequently confirmed by fluoroscopy and extraction. It was further reported that there was allegedly a confirmation of fluid leakage. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement via the internal jugular vein, the catheter allegedly ruptured and the rupture was subsequently confirmed by fluoroscopy and extraction. It was further reported that there was allegedly a confirmation of fluid leakage. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.